Event description:
It was reported that a malfunction occurred on the pump, with at least three instances of the same issue being noted. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using the current pump and was informed about using an alternate method if necessary. Tandem technical support resolved to replace the pump.